Event description:
A patient reported experiencing inaccurate high results with an otu meter. The patient's blood glucose results were 103 mg/dl vs. 103 lab, per ccr report. Tests were done within 10 minutes with a difference of greater than 20%, per reported issue notes. Patient did not experience any adverse events. No further information has been reported.